Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that on (B)(6) 2019 the patient felt a crack in his left hip when he got up from a chair, followed by pain and malpositioning of the leg. On admission to the hospital, an x-ray showed a fracture in the area of the coupling of the modular prosthesis. Review of received data: no medical records such as operative reports, radiographs, or consultation reports were submitted for evaluation. Patient data: s.m., male, born in 1956. Product evaluation: visual examination: the revitan stem with mounted ceramic head and a polyethylene insert were returned for examination. The distal revitan stem shows remains of bone attachments, especially in the area of the anchoring fins. There are also long scratches in axial direction, that run through the bone attachments. Additionally, near the anterior, proximal end of the stem countless fine and coarse scratches as well as indentations can be seen. As the scratches run through the bone attachments, it can be assumed that these scratches and indentations originate from the revision surgery. The distal tip of the stem has multiple indents, indicating that the stem was hammered out by femoral windowing. The pin, being part of the distal revitan stem, fractured between the distal and the proximal revitan component. The distal and proximal fracture surfaces were examined using a low power microscope type leica mz16 a. On both surfaces, progression marks cover almost the entire fracture surface, indicating the presence of low nominal stress during fracture progression. The fracture origin is located at the anterolateral edge of the fracture surface. Macroscopically, nothing was found that could have caused or contributed to the fracture. A triangular shaped wear pattern can be seen at the edge of the distal revitan stem, which was introduced by the direct contact of the fracture parts after the pin fracture. The proximal revitan stem shows multiple brow-/greyish, round spots in the medial and anterior neck area, most likely marks deriving from electrocautery devices. Further, countless scratches can be seen on the posterior side of the neck. Traces of loosening, consisting of fine, shiny markings, are found at the distal, lateral end of the component. Another sign of loosening is visible as a slightly shiny, horizontal, broad stripe at mid-height on the medial and posterior sides of the part. The ceramic head has multiple grey marks consisting of metal smearing. The size marking on the head indicates that this ceramic head is from another manufacturer. The received insert is a hooded liner. On the rim multiple deep scratches and 3 cylindrical holes can be seen. There is a bore hole from a screw in the middle of the articulation surface, which was used to remove the liner from the shell during revision surgery. Based on the ref number and the company logo on the liner, this is a pe-cup inlay 10° from implantcast gmbh. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer biomet, as the received ceramic head and polyethylene liner are from another manufacturer. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr: no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that on feb 06, 2019 the patient felt a crack in his left hip when he got up from a chair, followed by pain and malpositioning of the leg. On admission to the hospital, an x-ray showed a fracture in the area of the coupling of the modular prosthesis. No medical records such as operative reports, radiographs, or consultation reports were submitted for evaluation. Therefore, the biomechanics of the tha, the anatomy and the bone quality, as well as changes thereof over the time in vivo could not be assessed. Patient data such as weight, height, activity level, and comorbidities that may have affected device performance are unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The visual examination confirmed the reported stem fracture. The macroscopically examination of the fracture surfaces indicates a fatigue fracture. Macroscopically, nothing was found that could have caused or contributed to the fracture. In addition, the loosening marks found on the proximal stem indicate that the proximal revitan stem was able to move while the distal revitan stem was well osseointegrated in the femur bone, which increases the bending forces on the pin of the distal revitan component and the risk of stem fracture. In addition, the visual examination of the ceramic head and the polyethylene liner showed that these devices were manufactured by another manufacturer. Combining devices from different manufacturers classifies as an off-label use. If this off-label use caused or contributed to the fracture remains unknown. Based on the information given, a possible cause is the loosening of the proximal revitan component, which resulted in high bending forces on the pin and its fracture. The reason for the loosening remains unknown. In addition, since the cause of breakage may be multifactorial, no specific root cause could be found. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00430.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: analysis could not be performed as no item numbers is/are available. Event description: it was reported that when the patient got up from the chair, he felt a crack in his hip, after that pain and deformity of the leg. When admitted to hospital a fracture in the area of coupling of the modular prosthesis was observed in the x-ray. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. No product documentation was reviewed for investigation. No surgical technique/IFU was reviewed as no ref/lot number was available neither surgical reports were received. Conclusion: DHR review of the product could not be perforned as no ref/lot numbers were reported. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information the complaint could not be confirmed and an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information which was received on sep 22, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: b5, d1, d2, d4, d7, d11. Corrections: b4, g4, g7, h10. D11 - medical product. Revitanâ®, proximal part, cylindrical, uncemented, 75, taper 12/14; catalog no#: 01.00402.075; lot#: 2661756. D11 - therapy date: (B)(6) 2019. The manufacturer did not receive any documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and is being monitored due to pain and implant fracture. Product is available. Material numbers received.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and is being monitored due to pain and implant fracture.